Event description:
The customer reported that radio-isotopes were being injected through an unknown clearlink catheter extension set, product code unknown (either 2n8374 or 2n8378), lot number unknown, and it leaked. The condition occurred in the nuclear medicine department. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
The sample is not available for evaluation. The product code and lot number are not known: therefore a batch review will not be performed and the 510k is unknown. (B)(4).